Manufacturer narrative:
(B)(4). The complaint mr850 humidifier is currently en route to fisher & paykel healthcare's service center in france for testing. We will submit our findings in a follow-up report following receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare representative that when an mr850afu respiratory humidifier was used in conjunction with an intersurgical breathing circuit, 'a lot' of condensation appeared to be generated in the expiratory tube. No patient consequence was reported.